Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).h3 other text : device not returned.

Event description:
It was reported that after inserting and connecting the intra-aortic balloon (iab), the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. It was confirmed that the helium extender tubing was connected appropriately to the iab and iabp. The iab was removed. A second iab was then inserted, but the same issue occurred. This iab was removed as well and the customer did not attempt another insertion. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report for the 2nd iab will be submitted at a later time.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and in the inner lumen. One kink was observed on the catheter tubing approximately 75.9cm from the iab tip. Additionally, a kink was observed on the inner lumen approximately 75.9cm from the iab tip. - an underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. - the iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Gfe response received 14may2024 - update field(s): .

Event description:
It was reported that after inserting and connecting the intra-aortic balloon (iab), the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. It was confirmed that the helium extender tubing was connected appropriately to the iab and iabp. The iab was removed. A second iab was then inserted, but the same issue occurred. This iab was removed as well and the customer did not attempt another insertion. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report has been submitted for the 2nd iab under 2248146-2024-00306.